Event description:
Complaint coordinator reports multiple incidents of clotting with the psn 120 dialyzer. No pt injury or medical intervention was reported per complaint coordinator. Per complaint coordinator, no further info is available from the customer.